Event description:
It was reported that during a da vinci-assisted pyloroplasty surgical procedure, a customer reported that the small clip applier (sca) instrument jaws moved to the left when the surgeon gripped the master tool manipulator (mtm) to fire the clip. The procedure was completing as planned with no reported injury with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The tissue was not damaged. The issue occurred once, and a backup instrument was used after that. The drape was not exchanged at any time during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the horizon small clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. Housing was also removed, and no damage was observed at the back end. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and passed twice. No unexpected motion occurred during in-house testing. No problem was detected. A review of the device logs for the horizon small clip applier (part# 470401-06/ lot/serial# t10200611 - 0025) associated with this event has been performed. Per this review of the logs, the small clip applier was last used on (B)(6) 2022 via system serial# (B)(4). No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.